Event description:
On (B)(6) 2012 customer reported that the wash vacuum probe 2, on the dxc 600 pro instrument, overflowed. Customer stated that wash vacuum probe 1 is always on and the instrument experienced cuvette water blank errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and removed and replaced the 2-way solenoid v4 to address the issue with probe 1 continuous wash vacuum. Fse found fragments of glass occluding wash/vacuum probe 2, which resulted in leakage. Fse removed and replaced the occlude probe 2. This resolved the issues. Service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).